Manufacturer narrative:
The device has been received and is in the system to be inspected.

Event description:
During treatment of a calcified cx lesion, the distal portion was dilated successfully. Then the physican pulled back to dilate the proximal portion and upon the second inflation the balloon burst at 6 atm causing a small dissection. The balloon was removed and the dissection was treated with a stent. The pt is reported as ok.